Event description:
As reported, the autopulse platform sn (B)(4) was found to be not functioning. No additional information was provided. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of he autopulse platform sn (B)(4) was found to be not functioning was confirmed during functional testing as the platform could not power on. The root cause of the observed issue was a defective processor board, likely due to the aging of the device. The autopulse platform was manufactured in january 2008, and it is more than 14 years old, well beyond its expected service life of 5 years. No physical damage was observed on the returned autopulse platform. In addition, unrelated to the reported complaint, the screws in the battery compartment were missing. The observed issue is likely attributed to wear and tear. The screws need to be replaced to remedy the issue. Also, it was noted that the power distribution board (pdb) revision level was below 6 and needs to be updated, attributed to the age of the platform. Initial functional testing could not be performed due to the platform not powering on, thus confirming the reported complaint. To remedy the issue, the processor board needs to be replaced. During further platform testing, unrelated to the reported complaint, the load cell amp board and load cell module 1 were observed defective, likely due to the aging of the device. There were no records of the preventive maintenance performed on the platform since 2008. The load cell amp board and load cell module 1 need to be replaced to address the issue. The brake gap inspection was performed and verified the brake gap was within the specification. Unable to download archive data due to the defective processor board. Waiting for the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with sn (B)(4).